Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter state: (B)(6).

Event description:
It is reported that a rotapro and rotawire entrapment occurred. A percutaneous coronary intervention (pci) procedure was being performed. The target lesion was location in the 90% stenosed, mildly tortuous, and severely calcified mid left anterior descending artery. Rotablation was performed with a 1.75mm burr along with a rotawire they decided to size up to a 2.15mm rotapro. There was no resistance encountered during advancement to the lesion before ablation. During removal while in dynaglide mode the burr was unable to move, the console stall light was displayed and a high pitched sound heard. The device was able to be forcefully removed as a unit. Once the device was outside the patient they attempted to remove the device but it was severe and difficult to remove. The procedure had been completed with this device. No patient complications were reported.

Event description:
It is reported that a rotapro and rotawire entrapment occurred. A percutaneous coronary intervention (pci) procedure was being performed. The target lesion was location in the 90% stenosed, mildly tortuous, and severely calcified mid left anterior descending artery. Rotablation was performed with a 1.75mm burr along with a rotawire they decided to size up to a 2.15mm rotapro. There was no resistance encountered during advancement to the lesion before ablation. During removal while in dynaglide mode the burr was unable to move, the console stall light was displayed and a high pitched sound heard. The device was able to be forcefully removed as a unit. Once the device was outside the patient they attempted to remove the device but it was severe and difficult to remove. The procedure had been completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a rotawire guidewire. Microscopic and visual inspection of the device presented no damages. The rotawire was able to be passed through the related rotapro device with no resistance or issues. Dimensional inspection of the overall length, the outer diameter (od) of the distal tip, the middle section and proximal section were within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Age at time of event: 18 years or older. E1: initial reporter state-(B)(6).